Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the camera from arm 2 and burped the port clutch cleared to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the user informed the technical support engineer (tse) about the camera flipping upside down and displaying in the wrong orientation. The tse recommended that the user remove the camera from the universal surgical manipulator (usm)2 and push the port clutch button to clear the memory on the usm. The user followed the tse's instructions and successfully resolved the issue. The user continued with the procedure using the same camera with no further issues. No known impact or patient consequence was reported.